Event description:
Approximately 6 cordis swan combinations in the past month have had bleeding back into the swan. Prediction is that the valve connection is not effective between cordis and swan. Anesthesia notified and troubleshooting at bedside for this patient.